Manufacturer narrative:
Because one hair was found in the packaging, the reported event could be confirmed. Based on a review of nc/CAPA history regarding the failure mode for the affected product 9541 and for all similar products nc # (B)(4) followed by CAPA (B)(4) were found. This nc has been opened for a previous complaint (B)(4) and corrections and a CAPA have been implemented to prevent reoccurrence. Because the nc and the resulted CAPA have already been initiated, all corrections are implemented and the currently complained device has been manufactured before the actions were implemented, no further actions are necessary at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. Therefore the reported failure (hair in the packaging) can be attributed to a manufacturing related root cause.

Event description:
It was reported by the customer that item# 9541 (enopthalmos wedge) was received with 2 hairs in it.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the customer that item# 9541 (enopthalmos wedge) was received with 2 hairs in it.